Manufacturer narrative:
Pt age: exact dob unknown, however patient born in 1957. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received initial reporter: contact phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Mfg date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the extraction of a screw from vectra plate, a screwdriver broke. The surgery was delayed for two (2) hours. The plate was successfully replaced and the surgery was completed. There were reportedly no problems with the plate or screws and the patient was reported as being in "good" condition. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Manufacturing: supplier - (B)(4). Manufacturing date: 17july2014. Part: 352.311, lot: 7629907 (non-sterile) - extraction screwdriver. Non-conformance reports were generated: three orders of 352.311 were sent into synthes monument with the list hrc value listed on the (B)(4) certificate as low as 49 when the requirement is 50-55 hrc. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: an extraction screwdriver (part 352.311 / lot 7629907) was returned with a broken cannulated screwdriver tip. The broken piece was not returned. The outer sleeve and inner shaft of the extraction driver were returned with the driver. The complaint description notes that the failure occurred while attempting to extract a screw from a vectra plate. A definitive root cause was unable to be determined; however, the failure mode is consistent with the application of excessive force and/or off-axis loading. The extraction screwdrivers are part of the spine screw removal system and are used to remove implanted accs, vectra, and vectra-t screws. The vectra, vectra-t, vectra-one, and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. The complaint description notes that the failure occurred while attempting to extract a screw from a vectra plate. As such, a root cause related to rough handling was observed. Replication of the complaint condition is not applicable and the complaint is confirmed. Relevant product drawings were reviewed during the evaluation. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and it was discovered that a supplier corrective action report and a non-conformance reports were generated for a hardness issue. Three (3) orders of part were sent into synthes (B)(4) with the list hrc value listed on the supplier certification as low as 49 when the requirement is 50-55 hrc. A definitive root cause was unable to be determined; however, the failure mode is consistent with the application of excessive force and/or off-axis loading. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.